Event description:
It was reported that the pulse generator exhibited premature eri. No intervention has been reported. The device remained implanted.

Event description:
New information notes that the pulse generator was explanted. The device had not been returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.